Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) experienced undersensing during asystole episodes, noted to have been probable intermittent undersensing of r-waves. It was also noted that the icm was at end of service (eos). The icm remains in use. No patient complications have been reported as a result of this event.